Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system shut down during a case. No patient injury was reported.